Event description:
It was reported the device showed a channel error. There was no patient involvement.

Manufacturer narrative:
New information: investigation and root cause completed add b5 correct d10, g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for (B)(6) was performed from date of manufacture 07/17/2015 to present date 09/29/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device showed a channel error. There was no patient involvement.